Manufacturer narrative:
Concomitant product(s): dtbb1d1 crt-d, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Follow up concluded that no intervention was done because the right ventricular (rv) lead threshold was high and "trending up." The device and lead remain in use. No patient complications have been reported as a result of this event.